Event description:
The clinician reports the implant was inserted (B)(6) 2008 in ada 12. On (B)(6) 2021, fracture of the implant was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.